Manufacturer narrative:
A patient experiencing pain at ipg site was reported to abbott. The ipg was explanted and replaced due to weight loss. The ipg shifted causing pocket pain. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing ipg pocket site pain due to the patient's ipg shifting in the pocket. It was noted that the patient had lost weight. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.